Event description:
PICC placed on (B)(6) into a 28 week gestational boy. Catheter was leaking at catheter/hub junction on (B)(6) . Catheter was removed from pt with no reported harm to pt.

Manufacturer narrative:
The malfunctioning sample was returned to vygon us, and was forwarded to vygon (B)(4) , the MFR for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within thirty days of investigation conclusion.